Manufacturer narrative:
A product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this wire guide. These techniques include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, and flushing the endoscope accessory channel and / or lumen of accessory device with sterile water before wire guide insertion. Omission of this activity can create resistance in wire guide movement during use. If excessive pressure is applied to the wire guide, perhaps in response to resistance during use, this could have contributed to the report of wire guide breakage. Prior to distribution, all roadrunner wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook roadrunner wire guide was used. The wire guide wrapped around a stone in the pancreatic duct and the first few centimeters of the wire guide tip broke off. They attempted removal of the broken wire guide tip by using small rat tooth forceps, but this was unsuccessful because the wire guide tip was wrapped around a pancreatic stone. The stone was unable to be removed and a stent was placed. The pt was followed by the physicians and was recovering fine. On (B)(6) 2013, the physician provided the following info via email: "this was not my case but I was in the room for some of the procedure. I do not think this was a defect in the wire. It was very unusual and probably not fixable. The tip of the wire got trapped around a pancreatic stone and in the process of removing the wire, the tip broke off at the weld point. It is actually good that it broke off." The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The physician informed cook that the pt is stable and doing well.